Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. The device passed testing and the ultrasonic sensor fluid readings were in specification. The ultrasonic sensor then failed to recalibrate indicating an intermittent failure. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the general care area. It was also reported there was no patient involvement.